Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the coil concerto helix 4mm x 10cm and coil concerto helix 3mm x 4cm, there was a non-detachment issue with both coils. The devices were not prepared as indicated in the instructions for use, specifically lacking continuous flush. Manual attempts at detachment via hypotube were made twice for each coil, but detachment failed. One instant detacher was used and was discarded, thus not returned for investigation. Two attempts were made to detach with the instant detacher for the coil concerto helix 3mm x 4cm. There was no issue with the instant detacher. The patient was alive with no injury reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues encountered prior to the non-detachment, and no damage was observed to the pushwire.